Manufacturer narrative:
(B)(4). The device was not returned for analysis. All available information was investigated and a definitive cause for the reported leak (air bubbles in hemostasis valve) in this incident could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. It is possible that the user technique during device preparation and during insertion in the anatomy contributed to the reported air bubbles, as the bubbles were seen during both preparation and procedure, and were successfully aspirated out of the device; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This event is filed for air bubbles noted in the steerable guide catheter. It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. During preparation of the steerable guide catheter (sgc), bubbles were seen in the fluid column. The dilator was removed and the device was re-prepped. The bubbles were no longer seen. The device was advanced into the patient anatomy and the bubbles were seen. The bubbles were aspirated and the device was flushed. The bubbles were no longer seen. There was no air noted in the patient anatomy and the device was used to implant one clip. The mr was reduced from grade 4+ to grade 2+. No other device issues were noted. There was no adverse patient effect and no clinically significant delay. No additional information was provided.